Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found that the bending angle in the ¿up¿ direction and the play of the up/down knob did not meet standard values due to wear of the angle wire, the adhesive on the bending section cover was chipped and cracked, the adhesives around the objective lens, light guide lens, and bending section cover had a white clouded area. The plastic distal end cover was burnt, the control unit was discolored, the universal cord, protector of the universal cord on the scope connector side, the distal end, and the connecting tube was scratched. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope had foreign material in the nozzle and the plastic distal end cover. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for foreign material in the nozzle and the plastic distal end cover, could not be determined. There was no damage to the areas where the foreign material was detected. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) process and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.